Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, specifications and trends was conducted during the investigation. The complaint device was not returned and images were not provided to assist with the investigation therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
Initial information provided by the reporter: the patient had cystoscopy procedure through retrograde approach for his left hydronephrosis. During the procedure, the surgeon noticed the leaking of the omnipaque dye on the 5 fr ureteric catheter. Upon inspection, the surgeon found that the catheter had broken inside the bladder. It took some time, but the catheter and remaining pieces were completely removed by the surgeon. There was leaking of the omnipaque dye where it was not required or anticipated. A new product was required to be sought and opened on the sterile field. The patient had additional x-rays to ensure no broken product pieces were left within the patient. As a result of this incident the operation took longer and the patient was under general anesthetic for longer than necessary. There was no additional direct harm to the patient as a result of the broken catheter during the procedure. Additional information provided by the reporter on (B)(6) 2016 states: the product broke into 3 pieces, of which all pieces were removed from the patient. This was confirmed by the consultant, nursing staff and through x-ray image. However only 2 pieces were able to be found at the end of the case. According to the initial reporter, a section of the device did not remain in the patient's body.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Initial information provided by the reporter: the patient had cystoscopy procedure through retrograde approach for his left hydronephrosis. During the procedure, the surgeon noticed the leaking of the omnipaque dye on the 5 fr ureteric catheter upon inspection, the surgeon found that the catheter had broken inside the bladder. It took some time, but the catheter and remaining pieces were completely removed by the surgeon. There was leaking of the omnipaque dye where it was not required or anticipated. A new product was required to be sought and opened on the sterile field. The patient had additional x-rays to ensure no broken product pieces were left within the patient. As a result of this incident the operation took longer and the patient was under general anesthetic for longer than necessary. There was no additional direct harm to the patient as a result of the broken catheter during the procedure. Additional information provided by the reporter on 25feb2016 states: the product broke into 3 pieces, of which all pieces were removed from the patient. This was confirmed by the consultant, nursing staff and through x-ray image. However only 2 pieces were able to be found at the end of the case. According to the initial reporter, a section of the device did not remain in the patient's body.

Manufacturer narrative:
(B)(4). Additional information: the product was returned and further investigation reported the following: investigation - evaluation: a review of the complaint history, device history record, specifications, trends and visual inspection of the returned device was conducted during the investigation. Product was returned to assist with this investigation. The following was noted during the course of the examination: the device was returned in 2 pieces. The distal segment measured 41.9 cm in length. The proximal segment measured 27.5 cm. It was noted that an approximate 0.5 cm section was missing between 40th and 45th ink marks. The visual inspection of the returned device was observed to be broken inside the bladder, requiring additional intervention, surgical time, and exposure to radiation to retrieve the device. In addition, one piece of the device could not be retrieved from the patient. The returned product in this case was examined and it was confirmed that an approximate 0.5 cm section of the device was missing. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no notable quality related issues, relating to this failure mode, were observed upon review of lot records. Based upon the provided information and examination of the returned product, a definitive root cause cannot be determined or reported at this time. Per the quality engineering risk assessment no further action is required.

Event description:
Initial information provided by the reporter: the patient had cystoscopy procedure through retrograde approach for his left hydronephrosis. During the procedure, the surgeon noticed the leaking of the omnipaque dye on the 5 fr ureteric catheter. Upon inspection, the surgeon found that the catheter had broken inside the bladder. It took some time, but the catheter and remaining pieces were completely removed by the surgeon. There was leaking of the omnipaque dye where it was not required or anticipated. A new product was required to be sought and opened on the sterile field. The patient had additional x-rays to ensure no broken product pieces were left within the patient. As a result of this incident the operation took longer and the patient was under general anesthetic for longer than necessary. There was no additional direct harm to the patient as a result of the broken catheter during the procedure. Additional information provided by the reporter on 25feb2016 states: the product broke into 3 pieces, of which all pieces were removed from the patient. This was confirmed by the consultant, nursing staff and through x-ray image. However only 2 pieces were able to be found at the end of the case. According to the initial reporter, a section of the device did not remain in the patient's body.